Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/18/2017 with the following findings: a review of the pump history showed the pump was manually suspended, and was powered off due to an unknown reason. A prime was recorded and deliveries were resumed. No moisture/corrosion was found in the battery compartment. No damage was found to the returned battery cap or battery compartment. The returned battery cap fully attached to the pump with no yellow o-ring showing. The total daily doses added up correctly and reflected the user's programmed basal rates. The pump passed delivery accuracy testing and no delivery defects were found. The pump cover was removed to find no internal moisture or damaged to the printed circuit board. The pump was delivering within the required range and delivering accurately. No alarms, power on resets, or delivery interruptions occurred during the testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the patient experienced erratic blood glucose levels with no reported signs or symptoms of hypoglycemia or hyperglycemia associated with an unknown issue. It was unknown whether the patient remained on the pump. The patient was treated at the hospital. Customer technical support (cts) was unable to determine the cause of the erratic blood glucose levels. Troubleshooting could not be completed at the time of the complaint. Cts made attempts to contact the reporter for additional information and troubleshooting, without success. This complaint is being reported based on the allegation that the patient experienced erratic blood glucose levels with hospitalization. The pump could not be ruled out as a contributing factor.